Event description:
It was reported, the patient had pain in lower extremities. The patient no longer uses device and wants it removed. Additional information later reported, the patient had broken his ankle (B)(6) 1993 and tried many treatments including double and single probe electric stimulators before the patient was implanted with a pump. The patient had drugs in the pump for 4-6 months before he became sick of being a "guinea pig" and has had no drug in the pump since then. The patient has been bedridden for 3 years. Per the reporter, the patient was diagnosed with rsd and overheard the hcp say that this "kid is "profanity" for the rest of his life" and reported that it was caused by a doctor who touched a nerve that wasn't supposed to be touched. In the beginning of (B)(6) another hcp removed the pump but not the catheter. The patient had an MRI to look at the catheter placement and based on that the hcp decided to leave it in place because of risk of csf leak, meningitis, and death. The reporter wanted to know if there was a standard procedure for return of pumps and if the patient's pump had been returned for analysis.

Manufacturer narrative:
Product ID 8703w, serial# (B)(4), implanted: 1997 (B)(6); product type catheter product ID neu_unknown_prog, serial# unknown. (B)(4).